Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box b and h. The following correction has been corrected in this report. In box b: the event date has been corrected. In box h: the device eval. By mfg has been corrected.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is power button not working, supply hot, shortness of breath, terrible tired and cannot go to sleep. There is no medical intervention was specified the device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed an external and internal inspection of the device and observed the following: iso (international organization for standardization) port had dust¿like contamination in it and a potential mineral deposit spot in it. Heater plate had slight dust¿like contamination and potential mineral deposits on it. Inlet/ outlet seal had white dust¿like contamination on it. Water tank lid had potential mineral deposit spots on the underside of water tank had potential mineral deposits in it and an unknown hair/ fiber in it. Water tank had tiny hairline cracks on the outside bottom near the edges of the heater pan. Also, there was a hairline crack near the iso tube entrance. The manufacturer filled water tank and let sit for I hour, no leaks were observed. Mineral deposits in the iso tube of the center enclosure. Dust¿like contamination on the blower motor and in it. Dust¿like white and black contamination and some tiny hairs/ fibers at the air inlet of the blower box. Potential mineral deposit spots on the bottom of the blower motor and in it, indicating potential water ingress. White and black dust¿like contamination and hairs/ fibers in the blower box and potential mineral deposit spots were in it, indicating potential water ingress. Slight dust¿like contamination and hairs/ fibers in the bottom enclosure and potential mineral deposit spots, indicating potential water ingress. Slight dust¿like contamination on the bottom of the heater plate. Most likely the source of contamination was external to the device and noticed that 5 errors were logged. The manufacturer was not able to confirm the complaint or address the symptoms specified.